Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total hip to address osteolysis. Date of implantation: unknown; date of revision: (B)(6) 2019; (left hip). Were depuy components removed: yes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information indicates that the implantation happened in 1995 and the polyethylene liner acetabular liner has wear.